Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) infant dual-heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph of the complaint (B)(4) infant dual-heated evaqua2 breathing circuits revealed the incorrect connectors were found assembled to the ventilator side of the dryline. Conclusion: the connectors were incorrectly assembled during production. An incorrectly assembled circuit would be detected prior to use on a patient, either during set up (cannot connect) or during the pre-functional set up tests (fails leak and pressure test). Our user instructions that accompany the (B)(4) infant dual heated evaqua2 breathing circuit state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our user instructions also state: "check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in oregon reported via a fisher and paykel healthcare (f&p) field representative, that the dryline of ten rt266 infant dual-heated evaqua2 breathing circuits were found with incorrect connectors. On 29 november 2021, an investigation was completed indicating that the malfunction would result in a leak. There was no patient involvement.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative, that the dryline of ten rt266 infant dual-heated evaqua2 breathing circuits were found with incorrect connectors. On 29 november 2021, an investigation was completed indicating that the malfunction would result in a leak. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.